Event description:
During manufacturer review of a pt's vns programming history, an interrupted systems diagnostics test caused the pt's vns settings to change from 5 minutes off to 60 minutes off. No reinterrogation was performed to verify the vns settings, so it is unk if the off time was damaged back to 5 minutes at the office visit. Attempts for further info are in progress.